Event description:
It was reported that the device would drain the installed batteries in the powered off state in less than thirty minutes. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the issue to be the system pcb assembly that intermittently draw fluctuating excessive current from the device. Physio will replace the system pcb assembly and return the device to the customer for use.